Manufacturer narrative:
From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Potential adverse events in the instructions for use (IFU) with the tablo system includes, but are not limited to, other, more serious, complications arising from dialysis, such as hemorrhage, air embolism, acidosis, alkalosis or hemolysis, can cause serious patient injury or death. Outset medical, inc. Technical team has reviewed site system logs with a procedure date of (B)(6) 2021, and verified that there was no issue with the system which caused the patient death. The device is functioning post treatment. A review of production records for this unit did not note any manufacturing nonconformances that would contribute to a product.

Event description:
It was reported that a patient coded and expired during a dialysis treatment. It was reported that there was an alarm for a saline clamp error and blood could not be returned to the patient. The first treatment ran for six hours and 45 minutes. The care personnel setup for a second treatment which ran for five hours on the same device; however, the same alarm occurred. Total blood loss was estimated to be between 400-450 ml. The care personnel changed the cartridge and continued treatment; after approximately an hour later, the patient had a cardiac event. The patient was not resuscitated as he had a "do not resuscitate" (dnr) order in place. To note, before the tablo treatment was initiated, the patient was maxed out on vasopressors and ventilatory support and was critically ill. The family was planning on withdrawing care the following day ((B)(6) 2021) due to the patients poor prognosis. Based on the information provided, there is no indication that the tablo device caused the event.